Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified distal left circumflex artery. A 2.50x24mm promus element drug eluting stent was selected. After predilating the lesion with a 2.5mm non bsc balloon dilatation catheter, the promus element stent delivery system was advanced, but was not able to cross the target lesion. The device was removed intact and it was noticed that the proximal side of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: proximal stent damage was noted. Struts on the four most proximal rows were bent outwards and severely misaligned. No further damage. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/ or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified distal left circumflex artery. A 2.50x24mm promus element drug eluting stent was selected. After predilating the lesion with a 2.5mm non bsc balloon dilatation catheter, the promus element stent delivery system was advanced, but was not able to cross the target lesion. The device was removed intact and it was noticed that the proximal side of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.